Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 500mm. The incident occurred in (B)(6). The affected part was returned to livanova (B)(4) for repair and several components were replaced in order to solve the issue. The root cause could not be determined.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 500mm was found being defective during priming. There was no patient involvement.